Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of bolus anomaly from the insulin pump. The customer's blood glucose reading was 225 mg/dl. The customer stated that he delivered a 3.0 unit normal bolus at 5:45pm. Two and half hours later, the customer stated that it past the 50% mark and active insulin says 2.0 units the customer stated that it should be 1.5 units not 2.0 units. The customer was assisted with bolus wizard setup.